Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal device characteristics.

Event description:
It was reported that the pulse generator's connector would not accept the lead. A different device was used.